Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/04/2025, a sales representative reported via (B)(4) that an ar-13999mf fastpass scorpion jaw doesn't close all the way. This occurred during a case with no patient affected.

Manufacturer narrative:
Additional information: g3, h3, h6, h11. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to a manufacturing issue. Ncr-28217 has been opened to address this issue.